Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name stealthstation; product ID 9735737 (lot: 2.1.0); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that an issue was encountered while attempting to load a diffusion magnetic resonance imaging (dmri) scan onto the system. The system reported that the scan was unable to be used for navigation. The representative provided the following image characteristics: the electronic picture archiving and communication systems (pacs) displayed 38 slices, each 3 mm thick. Additionally, the navigation system reported that the image was acquired with a gantry tilt and was missing digital intercommunication of medicine (dicom) tags. No patient was present. Troubleshooting information was provided. The image was not acquired following navigation system protocol.

Manufacturer narrative:
H2/h6: the software analysis was completed. There was insufficient information to determine if the software contributed to the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.